Manufacturer narrative:
H6: investigation summary: customer returned (1) loose 1cc, 8mm syringe. Customer states that a grossly visible red dust-like fm on the needle tip was found before use. The returned syringe was examined and exhibited a piece of material on the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene. Unable to perform DHR check for foreign matter on needle tip due to unknown lot number. Bd was able to duplicate or confirm the customer¿s indicated failure. The root cause cannot be determined due to a lack of evidence.

Event description:
It was reported the bd insulin syringes with bd ultra-fine¿ needle had foreign matter on the tip of the needle. The following information was provided by the initial reporter. According to the customer¿s report, "a grossly visible red dust-like foreign matter was found on the needle tip."

Event description:
It was reported the bd insulin syringes with bd ultra-fine¿ needle had foreign matter on the tip of the needle. The following information was provided by the initial reporter. According to the customer¿s report, "a grossly visible red dust-like foreign matter was found on the needle tip."

Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.